Event description:
It was reported to that the device automatically switched off a few seconds after being turned on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): a third party service agent evaluated the device and verified the reported failure. The third party service agent is currently waiting for parts to repair the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third party agent replaced the system pcb assembly and observed proper device operation through functional and performance testing. After repairs, the device was returned to the customer for use. A conclusive cause of the reported event could not be determined.